Event description:
It was reported that the patient underwent a revision surgery to replace a migrated set screw. Some time post op, another set screw had migrated also. The patient will undergo an additional revision surgery.

Manufacturer narrative:
(B)(4). The part of the suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. The part numbers that were used are part# 5430030, and 7068396. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.